Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a hyperglycemia. Customer blood glucose level was 31.7 mmol/l. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. No further patient complication were reported.

Manufacturer narrative:
Retainer ring = black. Customer returned device due to alleged high blood glucose and under delivering on may 22, 2022. Device passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test (pump occluded at 4.5lbs), force sensor test and displacement test. Unit passed dat at 0.08695 inches. Unit did not pass the sleep current measurement test. Unit was successfully downloaded using thump and carelink. Confirmed 21.2 u units of normal bolus was delivered on may 22, 2022 between 05:21:18.000 and 17:45:33.000. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high blood glucose. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped with a test electric board. Problem isolated to electric board. Motor was tested outside of unit it passed. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay and label damage (end cap address label faded). The p-cap/reservoir does lock properly. No under delivery anomalies noted during testing. Unable to confirm high blood glucose anomaly during testing. Unexpected battery power loss and charge/battery lasts less than expected was confirmed isolated to electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.